Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)&#1241;stem was explanted due to an infection. It was als o reported that an echocardiogram revealed vegetations on the patient's right ventricular (rv) lead. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.